Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 500 mg/dl at the time of incident. The customer mentioned other blood glucose value such as 591 mg/dl, 492 mg/dl, 381 mg/dl, 405 mg/dl, the customer also reported that the insulin pump alarmed no delivery. Customer stated the insulin exited. The insulin pump will not be returned for analysis.